Event description:
It was reported that the t:slim x2 pump battery would not charge, triggering a power source alert. There was no adverse impact to the customer's blood glucose level. After using the original tandem charging supplies and leaving the wall adapter plugged into a working outlet for at least 30 minutes, the pump began charging again without needing further assistance.